Manufacturer narrative:
This report is being supplemented to provide a correction to device evaluation and the legal manufacturer's investigation. Please see updates to h6 coding and h10. Further investigation found a gap was found between z-block( server plug-in) and distal end due to a crack in the adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) and objective (ob) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Additionally, physical stress was applied to the distal end while the user was handling the subject device resulting in a gap at the distal end. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The event gap at distal end can be prevented by following the IFU which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the maintenance process. It was noted that the grip had a scratch and the objective lens had a chip. The air/water cylinder and scope cylinder had no color. The bending angle in the left direction did not meet standard value due to wear of the angle wire and the connecting tube had a wrinkle. The adhesives around the objective lens and light guide lens had a crack. There was corrosion around the forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the maintenance process. During routine inspection of the device by olympus, it was noted that the inside of the light guide lens had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.